Event description:
It was reported that during follow up, physician noted that this pacemaker battery suddenly decreased. Information was sent to technical services. Engineering analysis revealed there was evidence of malfunction and this could impact the delivery of therapy. This device was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event stating that the patient had a surgical procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during follow up, physician noted that this pacemaker battery suddenly decreased. Information was sent to technical services. Engineering analysis revealed there was evidence of malfunction and this could impact the delivery of therapy. Replacement of the device was suggested due to product malfunction. This device remains in service. No adverse patient effects were reported.